Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the mildly tortuous and calcified left anterior descending artery (lad). The 3.5x12mm xience skypoint stent delivery system (sds) was advanced and the stent was deployed successfully. However, on inflation, the balloon of the sds had shown elongation of the proximal shoulder and increased tapering. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported inflation problem was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported irregular inflation as return analysis was unable to confirm the reported issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.